Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 18mm x 6cm balloon. The catheter was returned in two segments. Per the reported even details, the catheter was cut in order to remove the balloon from the introducer sheath. The distal end of the balloon had been pulled through the proximal end, resulting in the balloon being prolapsed over itself. The proximal balloon weld bond was examined under microscopic magnification (20x) and evidence of material transfer between the balloon and the catheter shaft was observed, indicating that the laser welding had melted the two components together. The weld bond appeared to be consistent around the entire circumference of the bond, with no defects noted. Both marker bands were present on the returned catheter. No other anomalies were noted to the returned sample. Functional/performance evaluation: no ruptures were observed on the balloon. No functional testing could be performed due to the poor sample condition. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for retraction issues based on the condition in which the sample was received (i.e. Prolapsed balloon material). The investigation is also confirmed for material separation as the proximal neck had separated from the shaft. The investigation is inconclusive for a material rupture, as no ruptures were observed on the returned sample an functional testing could not be performed due to the poor sample condition. The balloon was inflated within a stent and there may have been an interaction between the stent and balloon which contributed to the balloon rupture. It is likely that the balloon rupture contributed to the retraction problems and the proximal balloon neck separating from the shaft. The definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas gold pta dilation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over-the-wire through the introducer sheath. Use of a gentle clockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the first inflation, the pta balloon allegedly ruptured at 6 atm in an in-stent stenosis in the left iliac vein. It was further reported that the balloon catheter was allegedly difficult to retract through the sheath; therefore, the catheter and sheath were removed together as a single unit. Reportedly, another balloon catheter was used to complete the procedure. There was no reported impact or consequence to the patient.